Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The rptr claimed that the animas insulin pump has a relatively short battery life. The pt claimed she replaced the battery at least every other day. On (B)(6) 2011, the subject insulin pump allegedly shut off without giving any warning. The pt's blood glucose reportedly was "hi" with symptoms of nausea and headache. During troubleshooting, the pt noted there was no moisture or corrosion in the battery compartment. The time and date was correctly set in the pump. This complaint is being reported because the pt claimed he had a "hi" reading and symptoms suggestive of hyperglycemia while experiencing the power issue.